Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Journal article: dicesare, j.a.t., tucker, a. M., say, I., patel, k., lanman, t. H., coufal, f. J., millard, j., deckey, j. E., shetgeri, s., & mcbride, d. Q. (2020). Mechanical failure of the mobi-c implant for artificial cervical disc replacement: report of 4 cases. J nerosurg spine, 33, 727-733. Https://thejns.org/doi/abs/10.3171/2020.5.spine19442. Reference report 3004788213-2024-00004.

Event description:
It was reported that a patient who had underwent cervical disc replacement with a mobi-c to treat cervical radiculopathy subsequently developed symptomatic segmental kyphosis, requiring a revision surgery 2.5 years post-op. The initial presentation was for neck pain and bilateral arm pain; an MRI showed c5-6 and c6-7 disc disease w/ mixed spondylotic complex. The initial surgery to correct this was for levels c5-6 and c6-7 and resulted in an 18 degree shell angle and post-operative symptoms of neck pain w/o radiculopathy. The revision surgery, an anterior cervical fusion, was successfully performed 2.5 years later on c5-6 and c6-7 and resolved all symptoms. This is report two of two for this event.

Manufacturer narrative:
H6 additional method codes: 4109, 4110. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the product was not returned and no photos were provided, so an evaluation is unable to be performed. Pre-operative, intra-operative and post-operative images were available in the associated journal article. Sme review of the available information and images revealed that pre-op range of motion at c5-c6 was severely limited, which is contraindicative for mobi-c candidacy. Additionally, there is no evidence that parallel distraction was achieved. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to patient or surgery specific factors including poor mobility at the operated level and non-parallel distraction. DHR review: the lot number was not provided, so the DHR was unable to be reviewed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3004788213-2024-00004.

Event description:
It was reported that a patient who had underwent cervical disc replacement with a mobi-c to treat cervical radiculopathy subsequently developed symptomatic segmental kyphosis, requiring a revision surgery 2.5 years post-op. The initial presentation was for neck pain and bilateral arm pain; an MRI showed c5-6 and c6-7 disc disease w/ mixed spondylotic complex. The initial surgery to correct this was for levels c5-6 and c6-7 and resulted in an 18 degree shell angle and post-operative symptoms of neck pain w/o radiculopathy. The revision surgery, an anterior cervical fusion, was successfully performed 2.5 years later on c5-6 and c6-7 and resolved all symptoms. This is report two of two for this event.